Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) date sent: 8/4/2017. Batch #p9232t. The device was returned with the blade damaged with the tip off. The blade tip was not returned. This blade tip portion may have broken off the device during transport to our analysis site. The tissue pad was damaged, melted, and 100% present. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Dry body fluids were observed on the shaft. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during an unknown procedure, the device stopped working and displayed an error message. Surgeon cleaned off tip, and white pad on tip of shears pulled away. Message on unit stated to replace handpiece. They opened a 2nd device and the exact same thing happened. Procedure completed with same/like device. There was no adverse consequence to the patient reported.